Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to oversensing of noise and inappropriate shocks. A new system that was not manufactured by boston scientific was successfully placed at this time. Both the s-ICD and electrode have been received by boston scientific for further investigation. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to oversensing of noise and inappropriate shocks. A new system that was not manufactured by boston scientific was successfully placed at this time. Both the s-ICD and electrode have been received by boston scientific for further investigation. No additional adverse patient effects were reported.